Event description:
It was reported that a malfunction alarm occurred after the customer wore the pump during an x-ray. Customer's blood glucose level was not provided. Reportedly, the customer had manual injections as alternate insulin therapy.